Event description:
The customer contacted physio-control to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced user interface pcba assembly at the product analysis center (pac) and confirmed that it only boots into a white screen with no operation available. A cause of the reported issue could not be determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.